Event description:
It was reported the patient presented to a clinic on (B)(6) 2015 with withdrawal symptoms. The pump was read and showed nothing abnormal. On (B)(6) 2015, the patient again presented with withdrawal symptoms. This time, the pump showed a motor stall. It was unknown when the stall occurred. There was no magnet or MRI exposure. They planned to replace the pump. The type of medication being delivered via the device system was dilaudid. Additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).